Event description:
A patient underwent peripheral procedure - radial artery access. When removing the complaint device, the artery spasmed and clamped down on the sheath. Sheath broke upon attempted removal. Patient was sent to surgery for successful removal. Reporter is unaware of the patient outcome information.

Manufacturer narrative:
Lot number not provided by the reporter. Catalog #: kcfw-6.0-38-55-rb-raabe. Expiration date: unknown as lot is unknown. (B)(4). Event is still under investigation.